Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 01/15/2014, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The reporter stated that the pump was emitting loss of prime warnings daily for two weeks. The reporter allegedly disconnected and primed the pump again each time; however, a loss of prime warning sometimes occurred within hours of priming again.